Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the anterior tibial artery (ata). After a 5f sheath was inserted and a non-bsc guide wire crossed the lesion, a 3.0 mm x 120 mm x 150 cm coyote¿ balloon catheter was advanced for dilatation. However, the device became stuck and would not advance beyond 40 cm into the sheath. The guide wire was secured at the sheath with forceps and a large amount of digital force was used to remove the device from the guide wire. After removal, it was observed that the coating of the guide wire had come off and was visible inside the shaft of the coyote¿ balloon catheter. With the same guide wire, subsequent balloons passed over without issues and the procedure was completed. No patient complications were reported and the patient's status was stable.